Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The catheter was returned in a condition with mechanical cuts performed by the customer at the spline cage. Due to the returned condition of the guidewire and catheter, deployment of the catheter was not possible. Microscopic analysis was performed to identify if the guidewire lumen was detached from the tip of the spline cage. Microscopic analysis noted that the welding of the tip was damaged, and the guidewire lumen was detached from the tip of the spline cage, resulting in the inability to deploy the catheter.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After ablating the left superior vein, the farawave catheter failed to deploy into basket and flower. The slider switch no longer worked to deploy the catheter, and the guidewire was observed on fluoroscopic imaging to be nonconcentric with the catheter tip. The catheter was removed from the body, and it was found that the center guidewire lumen had detached from the tip of the catheter, disabling the ability to deploy the splines into basket and flower. This issue was discovered after cutting into the catheter shaft to ensure that the entire guidewire lumen was still present. The farawave catheter was replaced, and the procedure was completed successfully. During troubleshooting, a non-specified issue occurred with the faradrive sheath, and it also was replaced. No patient complications were reported. The farawave catheter was returned for laboratory analysis.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After ablating the left superior vein, the farawave catheter failed to deploy into basket and flower. The slider switch no longer worked to deploy the catheter, and the guidewire was observed on fluoroscopic imaging to be nonconcentric with the catheter tip. The catheter was removed from the body, and it was found that the center guidewire lumen had detached from the tip of the catheter, disabling the ability to deploy the splines into basket and flower. This issue was discovered after cutting into the catheter shaft to ensure that the entire guidewire lumen was still present. The farawave catheter was replaced, and the procedure was completed successfully. During troubleshooting, a non-specified issue occurred with the faradrive sheath, and it also was replaced. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.